Manufacturer narrative:
Method:risk assessment; results: no further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and / or additional information become available, this investigation will be reopened. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened. Conclusion: because no device was received back, the root cause could not be determined conclusively.

Event description:
It was reported that during the revision surgery, the surgeon heard a pop from the device and the torque would not move to indicate 12 nm (no audible sound).

Event description:
It was reported that during the revision surgery, the surgeon heard a pop from the device and the torque would not move to indicate 12 nm (no audible sound).